Event description:
It was reported to philips that table collision and geometry movement failure occurred on a azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo io box and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).